Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. The service engineer (se) inspected the device. The se replaced the retention bracket kit to address the issue and the ventilator was returned to use.

Event description:
It was reported that during service the ventilators fan retainer was broken and the air filter assembly was missing a screw. No patient involvement. Event date not specified, estimate used.